Event description:
Event description cpi received information that this implantable pulse generator (ipg) did not meet physician expectations with respect to longevity. The device was removed after 8 implant months.